Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the lot number was not provided. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of a femoral vein was attempted using a proglide device with a 6f sheath after a pulmonary vein isolation ablation interventional procedure. Reportedly, during the use of two sheaths at the same venous access site, the proglide was deployed and achieved hemostasis for the first sheath. A guide wire was attempted to be inserted into the second sheath, which was still inside the patient; however, was not able to be inserted, so the sheath was removed with some difficulty. Upon removal of the sheath it was noted that the needle of the first deployed proglide caught on the remaining sheath, which resulted in loss of venous access. As a result, manual arterial compression was used to close the hole left by the second sheath. Procedure was concluded with manual compression. The patient was reported to be fine. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.